Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Tandem customer technical support sent cartridges to address the issue. There was no adverse impact to the customer's blood glucose level.